Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the no delivery alarm and motor error alarm had been coming up all night and in the morning. It had happened during normal use. The customer¿s blood glucose level was 83 which they treated with juice. They were advised to remove the reservoir and infusion from the insulin pump. They were able to complete the insulin pump rewind. The product will not be returned for analysis.